Manufacturer narrative:
Follow-up #1 date of submission 09/15/2016-device evaluation: the pump was returned and evaluated by product analysis on 08/22/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump was powered on and the display screen remained blank; the complaint was duplicated. The pump case was removed, and no intermittent conditions were found in the display circuit. Further testing revealed a failure of the eeprom.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the display screen was blank. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.